Manufacturer narrative:
The accu-chek inform ii-meter 1 serial number was (B)(6). The accu-chek inform ii-meter 2 serial number was not provided. The reporter mentioned that qc was performed on meter 1 and meter 2 within 24 hours of the event, and it was acceptable for both meters. The accu-chek inform ii test strips were requested for investigation. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing, and results have passed the internal inspection. The investigation is ongoing.

Event description:
The reporter alleged questionable glucose results for 1 patient tested on an accu-chek inform ii meter (meter 1) compared with a different accu-chek inform ii meter (meter 2). At 12:50 am, meter 1's result was 23 mg/dl. At 12:54 am, meter 2's result was 84 mg/dl. At 12: 57 am, meter 2's result was 93 mg/dl. The results from meter 2 were deemed correct.